Event description:
It was reported that a patient experienced peritonitis coincident with therapy for peritoneal dialysis. The cause of the peritonitis was unknown. The patient was not hospitalized for this event. The patient was treated with vancomycin intraperitoneally (ip) (1.5 grams every 5th day) and injection magnova (1 gram in next bag and then 500 milligram in each following exchange). The patient was reported to have recovered from the peritonitis. Therapy was reported to be ongoing. No additional information is available at this time

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.